Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient presented to an outside hospital (oh) for treatment of shortness of breath and darker than normal stool. Hemoglobin was 4.8 at the oh. One unit of packed red blood cells (prbcs) was administered, and the patient was transferred. Hemoglobin was 5.8 on admission and the patient was given 2 additional units of prbcs with a small does of vitamin k to bring down the patient's international normalized ratio (inr). Esophagogastroduodenoscopy (egd) and colonoscopy found an 11-millimeter (mm) polyp in the cecum which was successfully resected and retrieved with a cold snare. Two additional sessile polyps were found in the ascending colon ranging from 10-30mm in size. These were removed with a hot snare and roth net. Four polyps found in the transverse colon were removed with jumbo cold forceps. Finally, 2 sessile polyps were resected and retrieved from the descending colon. The gastrointestinal (gi) bleeding had resolved as of (B)(6) 2023, and the patient was deemed stable for discharge on (B)(6) 2023.